Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient additionally alleges the device burned and died completely. The patient stated the device left a burn mark on the nightstand. The device would no longer power on. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient additionally alleges the device burned and died completely. The patient stated the device left a burn mark on the nightstand. The device would no longer power on. The patient subsequently reported there was no smoke, no fire, and no burned nightstand while using the device. The patient reported the device just stopped working. The patient additionally reported there was no harm or injury with use of the device. Updated: section e - reporter information updated. Section h - device problem code and patient outcome code updated.